Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg was approaching end of life. It is unknown if this occurred prematurely. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04425. Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced along with one lead which was displaying high impedance.